Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. No moisture damage found on the motor, battery tube, keypad assembly, and vibrator assembly during visual inspection. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due being pushed into a swimming pool. Customer reported that as a result, insulin pump went blank immediately and had a constant tone. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.